Event description:
A pt reported blood glucose results of 8.9 mmol/l and 17.8 mmol/l with a lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. The customer care representative discovered through troubleshooting that the meter display was fading. Based on the fading display, there is an indication that the product malfunction and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.